Event description:
Patient allegedly received an implant via the right common femoral vein due to blood clots. Patient is alleging vena cava and organ (vertebral body, mesenteric) perforation and bleeding. Patient notes and further alleges experiencing "stomach pains, leg swelling, hernia, and bleeding. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries", ambulation difficulties, leg and foot pain, shortness of breath, coughing, chest pain and depression. Per the (B)(6) 2017 compute tomography (CT) abdomen: "the patient has an ivc filter and its tip originates 1.8 cm inferior to renal vein. The tip is centered centrally within the ivc. No evidence of fracture or broken components. Axial images demonstrate a clear fat plane between the distal struts of the ivc filter relative to the ivc lumen. The more anterior struts have at least a 12 mm fat plane between it in the ivc wall. The lateral strut also demonstrates a clear fat plane between the ivc and filter measuring approximately 12 mm-images 68, 69. The anterior struts outside of the lumen extend adjacent to a small bowel loop; however, it does not appear to transverse it. The posteromedial external strut abuts the vertebral body - image 66".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the following allegations have been investigated: organ (mesentery/vert body)/vena cava (vc) perforation, bleeding, pain (abdomen/chest/leg/foot), dyspnea, cough, leg swelling, hernia, anxiety, mental anguish, stress, depression, ambulation difficulties. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported bleeding, pain (abdomen/chest/leg/foot), dyspnea, cough, leg swelling, hernia, anxiety, mental anguish, stress, depression, and ambulation difficulties are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number is known, lot number is unknown, however, the alleged celect is manufactured and inspected according to manufacturing instructions and quality controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been provided to date.

Manufacturer narrative:
Investigation: per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. 20 devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook ivc filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received an unknown cook filter on (B)(6) 2012". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.